Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12, which had occurred at least three times. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.